Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended, stretched, bent, and clogged with blood. X-ray inspection found the helix stretched and bent at the helix region consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being stretched/bent and clogged with blood/tissue.

Event description:
It was reported that the patient presented for a single-chamber pacemaker implant procedure. During the procedure, it was noted that the helix of the right ventricular lead failed to be extended. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.